Event description:
It was reported that a spectrum pump back-flowed blood from the patient into the IV bag during therapy. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.